Event description:
It was reported the pt was having problems with recharging their neurostimulator. The ins did not appear to be functioning appropriately due to coupling and/or "communication issues." An x-ray confirmed the ins had flipped in the pocket. The hcp was planning a revision due to a lead that had moved and was planning to revise the ins at that time.